Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the surgeon had difficulty opening and closing the jaws of any instrument engaged with his left hand and used with the left master tool manipulator (mtm). At the time the event occurred, a prograsp forceps instrument and a vessel sealer curved instrument were used with the surgeon's left hand. During the use of an instrument in the left hand, when it was necessary to release tissue, the surgeon had to be intentional about separating it and opening the instrument, or the grasped tissue would tear. In one instance, a minor tear occurred on a small vessel. Minor bleeding was observed which was controlled with cautery. No further issues occurred during the procedure. The procedure was completed robotically, and the patient is reported to be recovering well.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse inspected the master tool manipulator (mtm) grip and discovered upon inspection, an object protruding from the left mtm gripper. The fse replaced the left mtm due to physical damage to the gripper, causing improper retraction. The fse then tested the system tested and verified that it was ready for use. Isi received the left mtm associated with this complaint. Upon visual inspection, the grip spring was found to be dislodged in the grip housing and protruding out of one of the finger loops, confirming and replicating the reported complaint. No testing was performed. The unit was disassembled after return from engineering and the grip spring was found to be broken within the grip housing. A broken piece of the grip spring was not returned with the unit. Failure analysis installed a grip spring and the unit was placed back on a test platform. General startup and slow gravity balance test post sine cycle tests were ran and passed.